Event description:
This is a spontaneous case report received via regulatory authority in (B)(6) on 17-mar-2016 from a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013, and forwarded to bayer on 04-aug-2016. On (B)(6) 2013 the consumer experienced complication of device insertion and placement painful. It was reported the consumer experienced after 3 months one coill was not located far enough. Consumer had to be sterilized laparoscopic. Sterilisation with other method was done but it was not specified. After that, in an unspecified date the consumer experienced cramps, abdomen pain, lower back pain, arthralgia, muscle pain, depressive feelings, and tiredness. Consumer also reported relation and/or family problems. An echo was performed but the result was unknown. Unspecified medication was given. Consumer was not recovered. Treatment planned: essure removal. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced cramps (seen as pelvic cramps). It was reported the consumer experienced after 3 months one coil was not located far enough (seen as device migration). Essure removal was planned. These events are listed in the reference safety information for essure. In this case, although it was reported that 3 months after essure insertion, a device migration was diagnosed, however the exact date and mechanism of it were not known. Based on their nature per se and the absence of alternative explanation, causal relationship between the reported events and essure use cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. Technical analysis has been requested. No further information can be obtained.

Manufacturer narrative:
Quality safety evaluation received on 20-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information a product quality defect could not be confirmed but is considered plausible. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events and the reported lack of efficacy cannot be totally excluded. A lack of efficacy and the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 21-oct-2016 for the following meddra preferred terms: pelvic pain. The analysis in the global safety database revealed 1671 cases. Device dislocation. The analysis in the global safety database revealed 763 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report received via regulatory authority refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced cramps (seen as pelvic cramps). It was reported the consumer experienced after 3 months one coill was not located far enough (seen as device migration). Essure removal was planned. These events are listed in the reference safety information for essure. In this case, although it was reported that 3 months after essure insertion, a device migration was diagnosed, however the exact date and mechanism of it were not known. Based on their nature per se and the absence of alternative explanation, causal relationship between the reported events and essure use cannot be excluded. This case was regarded as incident because a surgical intervention will be required. Additionally, non-serious events were reported. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No further information can be obtained.